Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that leaking was noticed during routine flushing of the PICC with swelling and pain at the leak site. Patient was sent to the hospital for assessment. Upon PICC removal the partial fracture was seen at 11 cm mark from PICC line. The external length of the catheter was 7cm and the fracture happened 4 cm inside the arm. No other information provided, at this time.